Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: per the sales rep: it was stated from staff that the case was completed with no adverse patient outcomes.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was not able to bring the knife blade back to the home position. The device was not able to be opened up. The device was stuck on tissue. The device could not be removed from the patient. The staff and surgeon opened another device and stapled more proximal. This allowed the surgeon to free and remove the first device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56u5m. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45b partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.